Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading of 170mg/dl on the contour next link, retested on a different meter and the reading was 60mg/dl. She was having low blood glucose symptoms but details were not provided. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The strips were not expected to be returned for evaluation. A new meter was sent to the customer.